Manufacturer narrative:
Concomitant medical products as part of same system: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s device had not worked for the patient since implant because top lead was in the wrong place. The patient reported ¿the doctor put the dang stim system, the top lead, in the wrong place.¿ the patient reported she had been ¿mentally incapacitated over it¿ since she figured out in (B)(6) 2013 that the surgeon had placed the top lead in the wrong place. The patient stated the implanting physician had ¿caused her eight weeks of terror¿ and that the patient did not want him near her. The patient reported that since implant her stimulation ¿didn¿t go in the right place.¿ it was further reported it ¿shook (her) feet and knees¿ and her ¿lower back was corroded.¿ the patient stated that her lower back ¿was where I needed it¿ and ¿that was where the trial worked so well, that¿s why I had it implanted.¿ in reference to the stimulator system, the patient noted she had ¿been trying to get away from all those medications and this was my path, and it¿s blocked.¿ it was noted the patient was wondering whether to have the device explanted. The patient reported her psychiatrist had told her she had every right to be upset and that she should not be mad. The patient further reported her only choice then was to be sad. The patient was redirected to a healthcare provider (hcp). Additional information was received from the patient on august 17 2016 stating that there was a loss of therapy and that the leads moved in 2014. The patient stated that they had their ins taken out because their therapy helped with the pain at first but then it stopped a year and a half later, it was clarified that it was in 2014. They had to move the leads because they were not hitting where the pain was. Other relevant medical history includes non-malignant pain and other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.